Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Further information was requested.

Manufacturer narrative:
Event description; according to the information provided by the physician, the adverse event was related to a procedural technique, and not a gore device. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to hematoma, renal failure, vascular trauma and death.

Event description:
On (B)(6) 2014, the patient was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that the balloon angioplasty catheter caused the perforation of the right renal artery. On (B)(6) 2014, the patient expired due to unspecified septic shock. According to the information provided by the physician, the adverse event was related to a procedural technique, and not a gore device.

Event description:
On (B)(6) 2014, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm rupture. Computed tomography angiography showed that the aneurysm size was 48mm. It was reported that on (B)(6) 2014, the patient experienced right renal hematoma secondary to perforation of the right branch of the renal artery during an angioplasty procedure of the right renal artery. Also, the patient experienced septic shock. On (B)(6) 2014, the patient expired. Further information was requested.